Manufacturer narrative:
(B)(4). Product evaluation is in progress and when it is in complete, a supplemental will be submitted.

Event description:
Through implant patient registry, it was learned that this patient underwent redo aortic valve replacement surgery to remove her 25mm bioprosthetic aortic valve after an implant duration of two years and three months. Reason for surgery was due to aortic stenosis and thrombus on the valve an in ncc. Intraoperative findings, it was found to have thrombus on each leaflet with frozen leaflets. In addition, there was chronic organized thrombus layered in the ncc. The explanted valve was replaced with another edwards valve. Postoperative, the patient was taken to ICU in stable condition. Patient was later discharged on postoperative day seven. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".